Event description:
It was reported that an ilet pump fell from a hospital bed, resulting in a cracked display screen that rendered the device unusable. Symptoms included no reported clinical effects. Outcomes included no reported impact to health status. Investigation included complaint intake, device use assessment, and replacement processing. Investigation of this case revealed physical damage to the display following an external mechanical impact, consistent with a broken or cracked screen and no device alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was user environment¿related physical damage.